Event description:
The customer reported a speaker malfunction error message. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. It is unknown if there was audio. A philips remote service engineer (rse) provided the part number to the customer to order a replacement loudspeaker assembly. The customer assumed responsibility to order the part, replace and test per manufacture specifications. This is considered a product malfunction.